Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted; give date: stated as (B)(6) 2006; exact date not provided. If explanted; give date: stated as a planned explant; a date has not been provided. Initial reporter phone #: (B)(6). (B)(4). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that calcium deposits were found on the posterior face of a silicone zm900 tecnis bifocal iol (silicone optic). The patient underwent bilateral lens implants, (B)(6) 2006. A capsulotomy was performed at another clinic on the left eye approximately 2017. Patient went to local ophthalmologist (B)(6) 2019. The doctor noted there was something wrong with the lens itself in the left eye. The patient has returned to the first hospital where she had the lenses implanted. The patient presented with asteroid hyalosis in the left eye and a new capsulotomy was performed. The intraocular lens is well centered in the bag; however, there was a layer of apparent calcium deposits on the lens posterior face. Surgeon tried to clean away the deposits with a nd-yag laser without success. The surgeon is planning a late iol (intraocular lens) exchange in the left eye, and change the lens to a hydrophobic acrylic low add tecnis. Surgery date not provided. If this lens exchange in the left eye is successful, the surgeon will do the same in the right eye before a capsulotomy is performed. Noted that a capsulotomy is indicated. The surgeon stated that he expects the same will happen in the right eye. No further information was available. Patient had bilateral lens implants and this report represents the lens implant in the patient's left eye. A separate report will be filed for the patient's right eye. Os ucva: 0.6 (20/33). Os bcva: 0.7 (20/30) (+0.75 d cyl -0.75 x 110 deg.).